Manufacturer narrative:
Correction h4: mar 26, 2014 should have been selected on the initial report rather than mar 20, 2014. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, since the scope connector was flooded, it is likely that the components mounted on the electric board (ic chip, capacitor, etc.) Were temporarily short-circuited due to the flooding. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the reported issue of the entire display screen becoming black and having no images was a sporadic failure. The failure could not be confirmed, but the occurrence was likely. Additional issues were identified during the device evaluation: the distal sheath had a chip; the s-connector was sticky due to water leakage; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the connecting tube was dented; due to damage on the insertion tube rotation ring, the connecting tube did not rotate smoothly; and a scratch was found on the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite bronchovideoscope presented with the entire display screen becoming black and having no images. The display had gone black, and the customer was unable to restoring it. No patient injury or procedure impact was reported.